Event description:
A report was received that during a lead implant procedure the physician implanted the patient with an expired 70 cm lead as the other leads on hand were the incorrect length. The patient was reportedly doing well following the implant procedure.